Manufacturer narrative:
(B)(4) date sent: 7/1/2021 additional information according to the information received, the reported event for the device was non specific noise, tissue trauma- no intervention required, malformed staple, incomplete staple line. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows staple lines on the tissue and oozing was noted along staple line of left side. On this area a staple no properly formed appears to be observed. The second photo shows a staple line on the tissue. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch #: unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Could you please provide more details for "stapler misfired"? The stapler locked out and reverse knifeblade was used to open the stapler. Reload indicated firing ~35mm. Could you please provide more details for "tissue trauma"? Please provide more etails how issue was addressed the gi scope showed blood and mucus. Unknown how the issue was addressed. Was there any change in the procedure? If yes, please explain yes, further dissection was necessary to complete sleeve. Intervention of topical hemostasis is not typical in their surgical practice but was added to address bleeding. Could you please clarify if there were any patient consequences? I am unaware of patient consequences at this time. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I am unaware of post operative changes to care as a result of this event.

Event description:
It was reported that during a laparoscopic sleeve on fifth firing of green with slr, stapler was articulated. Stapler made strange noise. Upon opening stapler, staple line was malformed and only one row of staples could be identified. A naked green reload was used, and during firing, the tissue ¿zipped¿ or milked forward so rapidly that surgeon did not feel comfortable completing the fire. He reverse knife blades device. A new stapler was pulled, a naked green was used to staple through specimen ¿tag¿. Stapler misfired, seemingly due to collection of staples from previous fires. Dissection with ligasure and scissors. A new stapler and blue reload was pulled. Fired again, staple line completed. Clipped staple line and used vistaseal. Upper gi scope showed evidence of tissue trauma. The patient was a thirty-six-year-old female. The procedure was delayed by twenty minutes and was completed with no patient consequences reported.